Event description:
During the index procedure one resolute integrity rapid exchange (rx) drug-eluting stent was implanted in the 1st diagonal branch. It was reported that an integrity rx stent was implanted in the mid lad to treat a dissection in the area adjacent to the original target lesion site. No further complications were reported.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).